Event description:
It was reported that the tip of the tap is crushed. No pt complication was reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for evaluation. The visual examination shows that the tip of the tap is splayed outward and cracked around the cannulated opening due to off-axis use of tap with respect to guidewire. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.